Manufacturer narrative:
See d4 expiration date. Complaint has been evaluated and is similar to previous report number 1644408-2022-01383; 940-02-58h, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to cup revision. Replaced the cup with multihole cup.